Manufacturer narrative:
A request was made to the field representative to obtain the specific lead measurements and to learn whether there was an impact on the patient. However, no additional information has been received. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range intrinsic amplitude values and also out-of-range impedance measurements. The specific measurements were not provided, so it was not known whether the impedances were too high or too low. The clinical study form stated that no invasive intervention, no corrective action, and no medical or surgical intervention was performed. The issue is considered closed. No adverse patient effects were reported.